Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. No unexpected battery out limit alarms were noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at motor assembly per visual inspection. The device was received with cracked case at display window corners, window corners, and reservoir tube and reservoir tube window. The device was received with broken reservoir tube lip and battery tube threads, and with minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they went on a river rafting trip and the insulin pump got wet. The customer could not recall their blood glucose was at the time of the incident. The customer stated that after the device got wet, they tried delivering a bolus but the buttons were unresponsive and the keypad was not working. The discontinuation of the device was advised. Nothing further was reported.